Manufacturer narrative:
Installed power management board to fix the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, unit displayed an internal error and shut down during pre-use test. There was no reported patient involvement.